Manufacturer narrative:
Analysis of the returned device shows that during functional analysis an attempt has been done to inflate the balloon with a locking syringe and with an inflation syringe. This attempt was not possible because the catheter seems to be blocked. When letting the ibt in the decontamination bath, some liquid entered the balloon and it was possible to see water coming out of a hole on the distal side of the balloon. Based on the information provided, functional and visual analysis, the most probable root cause is attributed to the contact of the balloon with bone splinters and/or surgical tool during surgery.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, two balloons ruptured during deflation. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.